Event description:
Two auto-pilot screws broke while securing a cranial flap. The screws broke at mid-shaft region and the distal half of each broken screw was left in the pt. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
D6: the quantity used in this event was 2 screws.